Manufacturer narrative:
Initial MDR 2432235-2025-00280 was filed on 24-oct-2025. Additional information (16-dec-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer, and found that quality control (qc) was not recovered within the ranges. A new carbon dioxide, concentrated (co2_c) reagent pack was loaded and calibrated, and quality control (qc) recovery was acceptable. Also, the review of the instrument data suggested that the reagent well was contaminated. The cause of the event is unknown. A product issue was not identified. The device is performing within specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated carbon dioxide, concentrated (co2_c) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained an erroneously elevated carbon dioxide, concentrated (co2_c) result on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician, and it is unknown whether the result was questioned. The same sample was reprocessed on an alternate advia 1800 instrument. The lower reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) result.